Manufacturer narrative:
The stm replaced the primary 9v battery then completed pm service. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named in is a getinge employee whose contact details are: telephone number (B)(6), email address (B)(6); which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the alarm daughter board portion of the calibration procedure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the alarm daughter board portion of the calibration procedure. There was no patient involvement, and no adverse event reported.